Manufacturer narrative:
Date of event: bad. Date of report: today. The manufacturer¿s international service technician confirmed the reported led issue and replaced the power switch overlay to address the reported problem.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the green power led had illumination failure. There was no patient involvement.